Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during dwell. The baxter technical service representative (tsr) explained the alarm and assisted the home patient (hp) to close the clamps and cycle the power to clear both the se 2240 and se 2367. The tsr advised the hp to discard the supplies and finish therapy using manuals. The call was completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the sample was discarded and box used for therapy so a lot number and companion sample were not available. New supplies were used to clear the alarm and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and a cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).